Manufacturer narrative:
Product evaluation: customer report of pannus overgrowth was confirmed. X-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. X-ray also demonstrated heavy calcification on all three leaflets. Extrinsic calcific deposits are visible on the inflow and outflow aspects of all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 on the outflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was moderate to heavy at both the inflow and outflow aspects. Leaflet 2 had a 5 mm long tear from free margin into cusp. Calcification was evident at the tear. Host tissue overgrowth and calcification restricted leaflet mobility and likely led to stenosis. As received, mechanical damage marks were observed on the free margin of leaflets 1 near commissures 1 and 2 and leaflet 2 near commissure 2. Damages appeared serrated and did not penetrate leaflets. Wireform was exposed at commissures 1 and 2. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from the united kingdom that a valve model 11500a25 was explanted after an implant duration of 8 years and 4 months due to pannus overgrowth. Additionally, product evaluation found heavy calcification. The patient presented with dyspnea, heart failure nyha ii and increased sleeping. A non-edwards valve was implanted in replacement. The patient was noted as to be in stable condition.